Manufacturer narrative:
Patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report capturing previous driveline repair: 2916596-2016-01939.

Event description:
It was reported that the patient's controller was worn and had a dim pump running symbol. Ventricular assist device (vad) coordinator wanted to replace the patient's controller but the percutaneous lead would not release. The red release button on the controller fully engaged but the percutaneous lead remained stuck. It was suspected that there may be a bent pin in the perc lead. The patient could not tolerate more than one pump stop for a controller exchange. It was noted that the patient had a history of driveline repair approximately 10 inches from the distal end of the percutaneous lead. Additional information was received that the patient had a driveline evaluation and repair about 8 inches from the exit site on (B)(6) 2022. Green corrosion material was found in the external portion of the driveline shielding where the previous repair was performed. The patient's controller was also exchanged. Related manufacturer's report capturing controller exchange: 2916596-2022-12930.

Manufacturer narrative:
Manufacturer's investigation conclusion: evidence of fluid ingress was confirmed through the evaluation of the returned portion of the driveline. Additionally, a yellow, sticky substance was observed on the outside of the controller connector which could have contributed to the reported difficulty disconnecting the driveline. A specific cause for these findings could not be conclusively determined through this evaluation. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 15.5¿¿ of the external portion/distal-end of the driveline was returned for evaluation. The pins of the controller connector were free from deformation. No signs of fluid ingress or corrosion were observed around the pins; however, a yellow sticky substance was observed on the outside of the controller connector which could have contributed to the reported difficulty disconnecting the driveline. The returned driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Evidence of a previous distal-end driveline replacement was observed approximately 10¿¿ ¿ 14¿¿ from the controller connector. The gray and black shrink tubing, as well as the aluminum tube and copper tape showed no signs of damage. Upon disassembly of the repair, no damage was observed to the gray and black shrink tubing; however, evidence of fluid ingress was observed. Sticky, green and black, congealed fluid was found covering the aluminum tube and the copper tape. Similar fluid was also noted over the kapton tape and underlying wires. Despite the fluid ingress, the wire crimps appeared to be intact, and no signs of corrosion or debris were observed. Visual inspection of the driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jun2011. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev c, are currently available. Section 6 of the IFU and section 4 of the patient handbook state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. These sections instruct the user to take care to protect external system components from water or moisture¿outside in heavy rain or snow, and always for every shower. Section 6 of the IFU and section 2 of the patient handbook further state to never submerge the driveline or other system components in water or liquid. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, the patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 18aug2023. No additional information was reported.